Manufacturer narrative:
B5- per updated information on (B)(6) 2022 the lens was exchanged for a shorter length lens and the problem resolved. Claim# (B)(4).

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -6.5/1.0/113 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vault and refractive surprise, lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.